Event description:
A tech reported that a pt who is one month postoperative bilateral lasik surgery, is experiencing light sensitivity and has near vision problems. Topical steroids were increased to treat the event. In a f/u with the tech reported that the event had resolved, and the drops were discontinued. The pt will return for routine f/u care. No further info is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).